Event description:
Customer called to report a occlusion alarm. Customer stated that she is heavy set and does not need to pinch up during insertion. She said her doctor told her to go to the ER because her bg is 500+. She said she is also having symptoms of congestive heart failure. Returned pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.